Event description:
Per biomed - when you flex the cord near the strain relief at the ultrasound probe connection, it creates black vertical lines in the scan field that move around the screen.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.